Event description:
The caller reported that the tube was installed in the pt on (B) (6) 2010 and the cuff on the tube would not stay inflated. The pt required recannulation with another 6dct on the same day. The caller did not know if the cuff was pre-tested or how much pressure was used to inflate the cuff.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.